Event description:
A customer contacted stryker to report that their device would not recognize the electrodes being connected to the patient. The customer advised that a back up device and available and was used to continue patient care. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not recognize the electrodes being connected to the patient. The customer advised that a back up device and available and was used to continue patient care. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker received additional patient information. The patient was a 22-year-old male. Stryker evaluated the customer's device and was unable to duplicate the reported issue. No leads or defibrillation cables were returned with the device for evaluation. The electronic record was downloaded for review, however it was observed that they have been overwritten by more recent logs and is not available for review. The provided patient record was reviewed by a customer quality engineer, and it was verified that dashed lines are displayed on the ECG signal for the first seven minutes of the case. It was reported that the customer initially attempted monitoring via pads before connecting chest leads. Throughout the reported event, the ECG lead was set to lead ii. Based on the available information, the root cause of the missing ECG signal is likely that the user did not select the appropriate ECG lead on the monitor. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.